Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer reported that they were getting repeated 45310 errors with two different scopes (sn: (B)(6)). The customer tried to reseat the scopes several times with no resolution. The technical support engineer (tse) reviewed error logs and found the 45310 and also multiple 48221s for both scopes pointing to communication between endoscope controller (ec) and the scopes. The customer has decided to convert to laparoscopic surgery and will call back in between procedures to troubleshoot. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope, 0-degree assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint. Failure analysis reported no errors at qap and they were unable to save pictures from qap. There was no trouble found in both images. Overmold was pulled away from connector housing. Based on the current provided information, the probable root cause of this reported issue cannot be determined at this time.